Manufacturer narrative:
(B)(4). The device history records were reviewed and no discrepancies were found. Device met release criteria.

Event description:
It was reported that during a laparoscopic sigma procedure, instrument did not cut completeley, could only be removed out of situs with application of force, took new instrument to complete the case. There were no adverse consequences for the patient reported. One device was discarded.